Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis as manifested by dialysis was not clear and fibers in the bag. That same day, the patient was hospitalized. On 12 (B)(6) 2011, unspecified treatment began for the peritonitis while hospitalized. The consumer stated that a physician recommended that the patient stop using the home choice machine and switch to hemodialysis. On an unreported date in 2011, dianeal therapy was withdrawn. The patient had not recovered at this time. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e19022, h11f22040, h11h18044. No exceptions were observed that were related to the reported condition. A batch was performed on h11c31030 and an exception was noted. There is no evidence to support association to the reported problem. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.